Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11371. It was reported the pt had received the letter from sjm regarding charging the ipg and he had shut the system down for 3 weeks. The sjm rep met with the pt and the s system was functioning properly. The pt reported he had an incident where he had heating, but since that time had used clothing in between the charger and the ipg which had resolved the issue. The sjm rep advised the pt to contact sjm regarding any further concerns. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-report heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.